Event description:
Malleable penile prosthesis placed at another facility a number of years ago. Pt complains of discomfort and embarrassment due to inability to conceal. Prosthesis was in proximity but not reaching glands penis. Physician impression is malposition penile prosthesis. Discomfort & burning paresthesia are described by pt.